Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker and right ventricular (rv) lead was noted to exhibit polarity switch triggering an automatic polarity switch alert. In-clinic evaluation was suggested; no changes or interventions were reported. There were no patient consequences.